Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications),") in an adult female patient who had essure (batch no. 866026-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, multigravida (total number of pregnancies: 5), grand multiparity (total number of live births: 4 on (B)(6) 2017, (B)(6) 2014, (B)(6) 2006, (B)(6) 2011), abdominal adhesions and c-section. Concurrent conditions included obesity, herpes nos, nausea, vomiting, vaginal discharge, anemia and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats,"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and feeling abnormal ("memory fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, depression, migraine, headache, feeling abnormal, dysmenorrhoea, weight increased, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, depression, device expulsion, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc(invalid batch no). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure (batch no. 866026-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included miscarriage, multigravida (total number of pregnancies: 5), grand multiparity (total number of live births: 4 (B)(6) 2017, (B)(6) 2014, (B)(6) 2006, (B)(6) 2011, abdominal adhesions and c-section. Concurrent conditions included obesity, herpes nos, nausea, vomiting, vaginal discharge, anemia and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 to march 2015. On (B)(6) 2014, the patient had essure inserted. In march 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In june 2017, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In august 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats,"), vaginal haemorrhage ("abnormal blleding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and feeling abnormal ("memory fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),/hysterectomy and to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, depression, migraine, headache, feeling abnormal, dysmenorrhoea, weight increased, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, depression, device expulsion, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Pathology test - on 09-nov-2017: surgical pathology report: source: fallopian tube, right eac, fallopian tube left eac, foreign object eac name of the operation: bilateral tubulization clinical diagnosis: desires sterilization gross: 1 received in a formalin container labeled "brittany candler, right fallopian tube" is a 2 x 0.9 x 0.5 cm segment; of pink-tan tubular tissue. Sectioned and all submitted in cassette I. 2 received in a formalin container labeled "brittany candler, left fallopian tube" is a 2 x I x 0.6 cm segment of pink-tan tubular tissue. Sectioned and all submitted in cassette 2. 3 received in a formalin container labeled "brittany candler, foreign object" is a segment of apparent wire that is coiled and covered in most areas by hemorrhagic pale gray tissue. It measures 3.6 cm in length and varies from 0.5 cm to 0.6 cm in width. Interpretation: 1 fallopian tube, right, segment excision: completely transected fallopian tube. 2 fallopian tube, left, segment excision: completely transected fallopian tube. 3 foreign object, site n01 specified: foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: psf received. Reporter information were updated and added. Event : did you undergo an essure confirmation test? No were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications),") in an adult female patient who had essure (batch no. 866026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, multigravida (total number of pregnancies: 5), grand multiparity (total number of live births: 4 ((B)(6) 2017, (B)(6) 2014, (B)(6) 2006, (B)(6) 2011)), abdominal adhesions and c-section. Concurrent conditions included obesity, herpes nos, nausea, vomiting, vaginal discharge, anemia and diarrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats,"), vaginal haemorrhage ("abnormal blleding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and feeling abnormal ("memory fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),/hysterectomy and to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, menorrhagia, depression, migraine, headache, feeling abnormal, dysmenorrhoea, weight increased, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, depression, device expulsion, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: new pfs +mr received- lot number was added.new events added: hormonal changes describe: night sweats, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, migration of essure device location of device: uterus,memory fog, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, back pain, abdominal pain were added. New reporter and concomitant drug , conditions, historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.